Manufacturer narrative:
Clinical statement: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is currently in the hospital for evaluation of an infection and fluid overload. Upon follow up, the patient¿s pd registered nurse reported this patient was hospitalized for altered mental status. The patient was found to have edematous lower extremities upon admission. It was found the edema was due to noncompliance of appropriate pd therapy. Due to the patient¿s confusion, it was reported the patient may be discontinuing or prolonging ccpd treatments outside the pd prescription. The patient was screened for an infection through imaging and laboratory testing, all which returned negative. Additionally, there was no report of a hernia, pd catheter (not a fresenius product) complication or any other serious injury that could cause or contribute to this event. The patient was able to undergo ccpd therapy on the liberty select cycler during this admission. It was confirmed the patient¿s altered mental status and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is currently awaiting discharge and will continue ccpd therapy on the same liberty select cycler upon discharge. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.